Event description:
The lead was fractured with protrusion through the outer polyurethane insulation. The protrusion caused a cardiac tamponade. A thoracotomy was performed lead was explanted.

Manufacturer narrative:
Visual examination under 30x magnification indicates j stiffener wire has fractured at weld site. The proximal section of j stiffener wire measures approx. 88mm and was received with approx. 10mm of the distal end protruding out of the outer polyurethane insulation approx. 2mm proximal of weld site. Visual inspection under 30x magnification also indicates lead was snipped or cut approx. 19.5cm proximal of fixation helix housing electrode tip, with evidence of flared coil wire ends. It appears that the entire j stiffener wire was received with all recorded measurements add up to approx. 88mm. X-ray of lead distally confirms j stiffener wire fracture.